Event description:
It was reported that the user experienced bluetooth signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in intermittent loss of glucose data. No adverse clinical symptoms reported. Outcomes included no injury and no need for medical intervention. User support included user-guided troubleshooting and education, including toggling the settings and restarting the ilet, with instructions to allow time for the sensor to re-establish connection. Investigation of this case revealed a communication disruption limited to the connection between the cgm and the ilet, consistent with intermittent bluetooth connectivity issues without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or routine pairing latency.

Manufacturer narrative:
Initial.